Event description:
Spontaneous call from pt. Pt states that legacy pump is alarming and displaying 1871 on the screen. Pt tried removing the batteries and reinserting them, but error still persisted. Error occurred while pt was trying to prime her line. Pump was not in use when error occurred. No adverse event experienced. Pt is using back up pump. New pump will be sent to pt. Pt is to keep malfunctioning pump until return box arrives. No other info available. Reported to (B)(6) by pt/caregiver.